Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unspecified time/date issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because it may result in over- or under-delivery due to running the incorrect time segment.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2017 with the following findings: evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary a battery. When a new a battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.